Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised joystick shuts off and on by itself, no further information provided.